Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (38 mg/dl). Reportedly, the pump basal rate needed to be adjusted during nighttime. Customer addressed low bg levels with carbohydrates. Tandem technical support guided the customer through adjusting the pump basal rate.